Event description:
Apparently, patient noticed that the yellow hub of the groshong line spontaneously detached from the main line and landed on the floor. This was not reported to us until 2 weeks later, when she admitted to hospital with rising temperature (suspected line infection). Device was removed following admission to hospital, to be replaced at a later date with a long term central line.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive, since the product was not returned for evaluation.